Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with blurry visual acuity in both eyes (ou (ocular uterque)), light sensitive and watery in the left eye (os (ocular sinister)) post treatment. The patient was diagnosed with epithelial basement membrane dystrophy (ebmd) ou and allergic conjunctivitis, more in the os than the right eye (od (ocular dexter)). The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, the post-op refraction table showed that there was loss of bcva. The patient complained of blurry vision which varied, light sensitive os and uncomfortable. Patient reported symptoms are not interfering with daily activities. The surgeon evaluated the patient and started to burst and taper of pred forte, muro drops 4 times a day (qid), muro ointment and will continue to monitor. Bcva from (B)(6) 2018: right eye pre-op 20/20 2.75 x -.50 x 10, left eye pre-op 20/20 1.50 x -.25 x 125. Bcva from (B)(6) 2018 right eye pre-op 20/20 1.50 x -1.50 x 30, left eye pre-op 20/40 -1.50 x -.50 x 170.